Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a 3x19 ps insert to a 3x19 ts insert of a left knee. The patient had fallen and damaged their quad tendon so the doctor decided he wanted to provide more stability. Update 22/april/2020 : rep provided a 2012 operative report and usage sheets from current and previous revisions, and reported that no further information will be released by the hospital or surgeon.